Event description:
On (B)(6) 2011, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography (CT) scan revealed a type iiia endoleak in the right iliac artery. No aneurysm growth was detected. On (B)(6) 2012, the physician implanted a gore contralateral leg component to bridge the disconnected devices and treat the type iiia endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Other excluder components included in this report: (B)(4). Result - a review of the mfg records for the device verified that the lot met all pre-release specs.